Manufacturer narrative:
A2) patient age - average age, 74.3 years, n=60. A3a) patient sex - ivus group 18 male, 12 female; control group 22 male, 8 female. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a eagle eye platinum catheter. D1/d4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from italy, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3/h6) the device was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26jul2012) ¿intravascular ultrasound assisted carotid artery stenting: randomized controlled trial. Preliminary results on 60 patients¿. The study retrospectively aimed to evaluate the usefulness of intravascular ultrasound (ivus) in the identification of otherwise unnoticed complications during carotid stenting. A total of 60 patients who underwent carotid artery stenting (cas) were enrolled in the study. Philips volcano eagle eye platinum catheters were used during the procedures. Procedural complications included a 1 patient that experienced periprocedural self-resolving transient ischemic attack. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 26jul2012 has been used, the date of publication. Chiocchi m, morosetti d, chiaravalloti a, loreni g, gandini r, simonetti g. Intravascular ultrasound assisted carotid artery stenting: randomized controlled trial. Preliminary results on 60 patients. J cardiovasc med (hagerstown). 2019 apr;20(4):248-252. Doi: 10.2459/jcm.0b013e32835898f1. Pmid: 23292649. This report captures the serious injuries that occurred after use of the eagle eye platinum catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.